Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient experienced fungal peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis (apd) patient experienced fungal peritonitis. The cause of the peritonitis was unknown. It was reported by the consumer that ¿there was no contamination involved and the patient never had any issues with dialysis before¿. On an unknown date, the patient was hospitalized due to the peritonitis. Treatment was not reported. On an unreported date in the same month as onset, dianeal therapies were discontinued and the patient's peritoneal dialysis catheter was removed. At the time of this report, the patient remained hospitalized for the event. No further information was provided regarding the patient¿s outcome from the peritonitis. No additional information is available.